Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to test for battery out limit alarm due to no button response. Insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture and the keypad was unresponsive. Customer stated they were having a pool party while still attached to the device and the device alarmed battery out limit. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 235 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.